Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the touchscreen was defective. The part required to restore functionality of this programmer was no longer available so the programmer was scrapped. (B)(4).

Event description:
It was reported that one area of the touchscreen did not function. During a device implant procedure the programmer froze and the screen would not work. The patient was being paced through the programmer and time could not be taken to stop pacing to replace the programmer. When the stylus was placed on the display, the selected function did not highlight but instead other functions above it highlighted. One example was the middle right hand of the screen where threshold testing can be selected within a device program. The stylus was replaced but the problem still persisted. A new programmer had to be brought in the lab. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the touchscreen was defective. (B)(4).

Event description:
It was reported that one area of the touchscreen did not function. When the stylus was placed on it, the selected function does not highlight but instead other functions above it highlight. One example is the middle right hand of the screen where threshold testing can be selected within a device program. The stylus was replaced but the problem still persisted. The programmer was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.